Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was suspended on low and got a high blood glucose. Troubleshooting was performed but the issue was not resolved. The customer stated that the sensor glucose was 9.2 mmol/l and the blood glucose was 17.7 mmol/l. The customer was using the pump within 48 hours at the time of the event and the auto mode feature was not active at the time of the event. The customer was treated for high blood glucose bolus through a pump. The customer checked the total daily dose and showed that the pump was delivering basal. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Select patient information cannot be provided due to regional privacy regulations.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0872 inches. No unexpected alarms noted during testing. Pump successfully downloaded traces and history files using thus. No total units recorded during event date of 21-nov-2023. Unit properly connected to the glucose sensor simulator. No communication anomaly noted. Unit calibrated with sensor and glucose simulator box. No calibration anomaly noted. Unit programmed an alert on low setup of 5.0 mmol/l. No unexpected suspend [low sg] noted during testing. Unable to verify high bg's. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Alleged unexpected suspend [low sg] alarms not confirmed during testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.